Event description:
*Us legal* it was reported that the patient underwent a medical indicated revision surgery on (B)(6) 2020 due to a persistent infection. A femur fracture occurred during surgery. All the s&n components were explanted. The complaints (B)(4) regarding the head and liner were already reported for this event. The patient posteriorly underwent an additional revision surgery with competitor devices involved.

Manufacturer narrative:
H3, h6: it was reported that the patient underwent a revision surgery. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history & device labelling / instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical documents were reviewed. In conclusion, the clinical information provided, of the elevated metal ion levels and the cobalt induced cyst may be consistent with a reaction to metal debris. The source and the root cause cannot be determined with the available documentation. The subsequent revisions and interventions were secondary to staphylococcus epidermidis post-operative infections. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.